Manufacturer narrative:
Examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first and second rows with struts misaligned, the balloon was slightly inflated. The tip section was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.

Event description:
This complaint is now reportable based on the analysis completed on 03/26/2009. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician could not cross the lesion with a 3.0x12mm taxus liberte stent. The lesion being treated is unk and intravascular ultrasound (ivus) was used. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt's condition listed as "stable". However, device analysis revealed stent damage.